Event description:
The aq2010v three piece silicone lens was removed from the packaging, inspected and deemed "defective". The reporter stated it was likely scratched, torn or some type of abnormality on the lens, but she did not have the specifics. No patient contact.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).evaluation method - lens work order search.results - a lens work order search was performed and there were no similar complaints found. (B)(4).

Manufacturer narrative:
(B)(4) - visual inspection of the returned lens showed the optic was torn, a piece of the optic was missing and there was a reddish residue on the surface of the lens.(B)(4)

Manufacturer narrative:
Method: device history review. Results: after review of the device history record, it has been determined that nothing in the manufacturing process contributed to the root cause of the complaint. Since all lenses are 100% inspected, it is unlikely that a lens with an abrasion or scratch would have passed through the final inspection unnoticed. Based on the above investigation and complaint information, the most likely root cause would be due to mishandling of the lens at the facility. Conclusion: unable to confirm. Based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).